Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient data fields from the implantable cardioverter defibrillator (ICD) was missing and some patient information fields have question marks. There was no diagnostic data that is missing. It was found that the patient is undergoing radiation treatments which had caused the memory corruption for the patient information. Resolution is to reprogram the fields back to known values and then re-interrogate them to assure that they are stable. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.